Event description:
The pt received an scs system on (B)(6) 2008. It was reported on (B)(6) 2011 that the pt is feeling stimulation and at times, she is able to locate the ipg to charge, but after a few minutes, the charger gets very hot and no longer locates the ipg. The device was not dropped nor exposed to elements. A replacement charger was sent to the pt and determined it is also unable to locate the ipg. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.